Event description:
Customer called and stated that they did bravo capsule procedure and when the physician tried to place the capsule, the capsule failed to detach. They broke the handle and tried to pull out the wire, but in vain. They then decided to cut the wires and were able to retrieve both the delivery sys and the capsule still attached. They did place another capsule and it attached as required.

Manufacturer narrative:
No pt injury has occurred following this incident.